Event description:
It was reported that a patient underwent an alternative incontinence therapy after previous unknown sling incontinence device implantation. The information received indicates this patient had a previous incontinence surgery, the comment "infected sling" was added. No further patient complications have been reported in relation to this event.